Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunctions were observed based on the results of the investigation, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the bronchovideoscope's electrical connector and scope connector were corroded and were causing image noise to the extent the image could not be seen. There were no reports of patient involvement.